Manufacturer narrative:
Device has not been returned for analysis as of the date of this report.

Event description:
It was reported that in preparation for a pci procedure, the maverick2 monorail catheter could not pull negative and the physician found the hypotube detached from the distal shaft. This device never entered the pt's body. The procedure was completed with another device. Pt status is reported as 'fine'.